Manufacturer narrative:
There was no reported malfunction of any medical device in use during this procedure and there is no evidence to suggest that a stryker product was involved. The device was not returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. Stryker is submitting this adverse event report due to the fact that the event was reported to stryker. If further information becomes available, a supplemental report will be submitted. No device was returned for analysis.

Event description:
It was reported that during a surgical procedure at the user facility an artery was perforated, resulting in ischemia of the patient¿s left foot. The procedure was completed successfully. There was no reported malfunction of any medical device in use during this procedure and there is no evidence to suggest that a stryker product was involved.